Event description:
A (B)(6) female pt received a cook inc ultrathane mac-loc locking loop multipurpose drainage catheter on (B)(6) 2010 and there was no problem with placement. The pt went to another hospital to have the device removed on (B)(6) 2010 and they noticed the tube had separated. The device was in two pieces and took over three hours to remove. Pt was not under anesthesia due to having eaten that morning. The removal of the device was very painful for the pt.

Manufacturer narrative:
(B)(4). Each device is shipped with instructions for use (IFU) that describes proper placement and user technique and states: if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. Catheters should be irrigated on a routine basis to ensure function. The devices are inspected to confirm surface of tubing is clean, smooth, and free of excessive dents and foreign matter. The device was not returned to assist in this investigation, however, a photograph, taken by the pt, was obtained. This photograph shows a fracture of the catheter distal to the markerband of the device. The material near the fracture appears thin and stretched, as would occur during a burst of the catheter shaft. This failure likely occurred due to an over pressurization during the flushing procedure. Per the device IFU: if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed and catheters should be irrigated on a routine basis to ensure function. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints and have notified the appropriate personnel.